Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Discarded by the hospital.

Event description:
The pharmacist at the hospital reported the following event, "during a surgery, the thread of the anchor broke. The surgeon has to take another prosthesis."

Manufacturer narrative:
The reported incident that arim - anchors diameter 2 mm with disposal impac was alleged of issue s-11 (breakage during surgery) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However the surgery was completed by the surgeon and he decided to implant another device. Moreover, suture wire is a basic product during a surgery, therefore the surgeon should have used some spare sutures to complete the case. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The pharmacist at the hospital reported the following event, "during a surgery, the thread of the anchor broke. The surgeon has to take another prosthesis."